Manufacturer narrative:
The customer was using test strip lot 79901128. The expiration date was 30-apr-2026. The test strips were requested to be returned for further investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable cholesterol results from the accutrend plus analyzer. Patient 1 result, measured by a physician, was at 4.1 mmol/l. The accutrend result was 7.86 mmol/l. The result from another poc meter was 4.0 mmol/l. Patient 2 result from the accutrend was 7.74 mmol/l. The result from another poc meter was 4.3 mmol/l.

Manufacturer narrative:
Retention samples of strip lot 79901128 were measured on reference devices with controls, and all results were within tolerance. One vial of strip lot 79901128 with 3 test strips remaining was received from the customer. The strips were measured on reference devices with quality controls, and all results were within tolerance. The customer's meter was not received for investigation. The investigation could not identify a specific root cause. Since the returned customer strips performed acceptably during the investigation, the event was believed to be consistent with the meter being temporarily compromised by contamination. No specific product issue could be identified.